Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a lobectomy procedure, the reload deployed 15mm and then could not continue. To correct the issue, another reload was used but the same issue occurred. To complete the procedure, another stapler was used successfully. No known impact or harm to patient.